Manufacturer narrative:
A ge service representative investigated the issue and could not duplicate the low voltage alarm as described. The system specifications were found to be accurate. Incidental issue with steering castors was addressed during the same call. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot up. Reported high pitched alarm when system was plugged in to facility power.